Event description:
It was reported that there were two 2 pauses seen on the holter (non-captured beat followed by 3 captured beats followed by a non-captured beat). The physician felt that the pauses were due to the left ventricular capture management (lvcm) feature. Lvcm has been turned off and the device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.